Event description:
Additional information received from the consumer reported that no steps were taken to resolve the issues. The cause was not determined and it was noted that they would need surgery to get it out of their body.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that they have not used their therapy in about 2 years and are interested in having their device explanted because they "do not want it in their back". Pt confirmed that they do not use their therapy anymore because they have always felt as though it did not provide relief as they expected it to. Pt initially stated that they have never gotten relief since date of implant and then later commented that it did provide some relief sometimes after being implanted and then stopped providing relief. Pt explanation was unclear. Patient services (ps) attempted to clarify when pt stopped getting relief of symptoms and pt was still unclear of a timeframe. Pt stated "I don't know, I don't know if it did and when I went back they just told me I needed more surgery and I don't feel like I need more surgery and I don't know". Pt then commented that they didn't return to the doctor after that.  Pt also mentioned that within the last couple years of not using their device that sometimes they feels as though they can still feel stimulation. Ps clarified and pt confirmed that they think that they can feel stimulation while the device is off (unexpected stimulation) when the implant is near being depleted. Pt confirmed that it has been happening for the last couple of years. The patient was redirected to their healthcare provider to further address the issue.